Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted with a 4mm leak remaining. The 45-day follow-up transesophageal echo (tee) showed the leak to still be 4mm. The physician informed the patient a year after implant that the best option would be to close the leak and the patient refused to come in. The patient has now had two strokes and is finally interested in fixing the leak. Several tee's were taken after the 45-day follow-up tee that has showed progression of a larger leak now measuring almost 6mm wide. The patient is doing fine and will be getting a computed tomography (CT) scan soon to further evaluate the measurement of the leak. It was further reported that the patient received 8 coils to seal off the leak and the patient is doing well.

Event description:
It was reported that a cerebral vascular accident occurred. A left atrial appendage (laa) closure procedure was performed and a 33mm watchman laa closure device was implanted with a 4mm leak remaining. The 45-day follow-up transesophageal echo (tee) showed the leak to still be 4mm. The physician informed the patient a year after implant that the best option would be to close the leak and the patient refused to come in. The patient has now had two strokes and is finally interested in fixing the leak. Several tee's were taken after the 45-day follow-up tee that has showed progression of a larger leak now measuring almost 6mm wide. The patient is doing fine and will be getting a computed tomography (CT) scan soon to further evaluate the measurement of the leak.